Manufacturer narrative:
Connector visually checked and ok. Plugged into known good desktop charger and charged to 100% with no problems. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) reported that they were not sure of the cause of the recharger not charging but it would not show the graphics on charge. It was stated that the pt called and spoke to someone and they helped mostly. The pt stated that the cause of the loss of stimulation was that their implant battery was dead and wouldn't charge. The pt reported their weight at the time of the event and stated they received a new charger and reported that their issues were resolved.

Manufacturer narrative:
Continuation of medical devices: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient said their ins recharger (insr) battery was low. The patient said they charged their insr all day yesterday and overnight. The patient saw a warning screen indicating the insr battery is empty. The patient was walked through troubleshooting, and said the desk top charger (dtc) green light is on, connector pin does not look bent and is plugged in with the arrows matched up. The patient inserted the connector pin and stated the connection feels secure. The patient said they can see the insr is blinking and insr is charging. The patient said she sees the plug icons on the insr screen. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the patient had tried charging up her insr and thought she got it to fully charged, but now the screen is completely blank. The patient stated she tried pressing both the green start charge key and the button on the side. The patient stated she cannot confirm that she saw charge sufficient or charge complete screen when she thought her insr was fully charged. The patient stated she did not see water droplets but only a insr and a battery. The patient stated she thinks her ins is now dead because she cannot feel any stimulation. No further complications were reported. No additional patient symptoms were reported.